Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with wound leakage which required three sutures to close the wound during laser assisted cataract surgery. Additional information has been requested.

Manufacturer narrative:
Additional information provided in describe event or problem. (B)(4).

Event description:
Upon additional follow up it was reported that the patient is doing well post operatively.

Manufacturer narrative:
The system was evaluated, no system issue was found that could contribute to the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).